Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed hardware low level failure during self test. The customer¿s blood glucose level was 300 mg/dl at the time of the incident. Customer stated that the insulin pump keeps suspending without he spending it. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The device will be returned for analysis.

Manufacturer narrative:
Device passed the functional test, including the sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and the delivery accuracy test at 0.0865 inches. Pump error 63 (variable 3) alarmed during self test and insulin pump trace download confirmed pump error 63 (variable 3) due to broken trace at u1 pin6/sda on keypad assembly. Unable to verify audio/absence of alarm during self test due to pump error 63. Device communicated properly with the guardian link 3 and the test plug. No unexpected suspend (low sg) alert noted during testing. No pump/sensor communication anomaly or calibration anomaly noted. No sensor signal loss noted during testing.